Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned with the pusher and implant for analysis; the implant was detached from the pusher. Investigation of the implant found that it was stretched at both of the distal and proximal tie knot locations. Adhesive was noted to be present at both the proximal and distal tie knot locations, and a knot was found to be present at the distal location. The proximal end of the pusher was noted to be in good condition and without damage. The pusher attachment location was found to be in good condition, and the knot/adhesive were present. Overlapping was identified on the pusher between the platinum marker and the heater coil. The coil was also found to contain offsetting at the platinum laser weld. The distal heater coil area was found to be twisted. The solder joints were noted to be intact. The pusher was found to have roughly 6cm of monofilament exposed distally of the heater coil. The monofilament was noted to be intact and attached at the attachment location on the pusher. The distal end of the monofilament was found to resemble that of a tensile break. Based on the available information and evaluation of the returned device, the complaint could be confirmed; the implant was detached from the pusher and monofilament was broken at the distal tie-knot. The root cause cannot be determined; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization treatment, the coil detached in the aneurysm. The entire coil was removed in its entirety from the patient. There was no reported patient injury or intervention. The patient was reported to be fine.